Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged produced a false positive result. Confirmatory testing was performed with a gram stain, which showed no growth on the subculture plate and came back negative. The erroneous result was not reported to clinicians, and there was no adverse patient impact. The following information was provided by the initial reporter, translated from japanese: "false positive." Was this qc, survey or patient samples? Patient. What was the result of the bd test? False positives as reported. What confirmatory testing was performed and what was the result? Immediate gram stain from positive bottle was negative and no growth with subculture to plate. Were results reported to a clinician? No. Were any patients treated based on erroneous results? No. Was there negative medical impact to the patient and if so what was it? No. Was there any delay of treatment due to the issue? No. Did patient samples need to be recollected? No. What is the current medical status of the patient? The false positive results were reentered in instrument and completed results as negative.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6 investigation summary : a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). After working with the region and providing log file analysis and providing regional applications support/visit, corrective action has been identified and is being implemented with vial storage rack replacement. The complaint is confirmed. The root cause is "unknown". Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 8/1/2021. Samples were received in the form of log files. The review of these log files, in combination with the physical inspection on site, led to the determination that the racks should be replaced. Service history review revealed no previous complaints for this issue. No new risks, or hazards were identified. Bd will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged produced a false positive result. Confirmatory testing was performed with a gram stain, which showed no growth on the subculture plate and came back negative. The erroneous result was not reported to clinicians, and there was no adverse patient impact. The following information was provided by the initial reporter, translated from japanese: "false positive." 1. Was this qc, survey or patient samples? Patient. 2. What was the result of the bd test? False positives as reported. 3. What confirmatory testing was performed and what was the result? Immediate gram stain from positive bottle was negative and no growth with subculture to plate 4. Were results reported to a clinician? No. 5. Were any patients treated based on erroneous results? No. 7. Was there negative medical impact to the patient and if so what was it? No. 8. Was there any delay of treatment due to the issue? No. 9. Did patient samples need to be recollected? No. 10. What is the current medical status of the patient? The false positive results were reentered in instrument and completed results as negative.